Event description:
It was reported by service report that the cot is leaking from the hydraulic hoses. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: hose assembly.